Event description:
It was reported the patient's spinal cord stimulator was checked in january and was shutting on/off. The patient experienced increased low back pain. In april, it was not possible to interrogate the stimulator. The patient required battery replacement, which was performed in 2009. The battery depletion was considered abnormal. The device was implanted in 2008. The settings were consistent with the previous device settings, which was implanted from 2005 to 2008. Following the replacement, the patient was doing fine with good coverage of their stimulation.

Manufacturer narrative:
Device analysis was not complete as of the date of this report. A follow up report will be submitted when device analysis is complete.